Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her device wasn¿t working and she needed a manufacturer¿s representative (rep) at her next appointment so she could get the device working again. The patient reported that she had a bad fall before christmas and hurt her left hip. When asked if the fall was the reason the device wasn¿t working, the patient said she hopes so. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her device wasn¿t working and she needed a manufacturer¿s representative (rep) at her next appointment so she could get the device working again. The patient reported that she had a bad fall before christmas and hurt her left hip. When asked if the fall was the reason the device wasn¿t working, the patient said she hopes so. No further complications were reported.